Manufacturer narrative:
From the information gathered, the reacher used by the customer was not an original arjo accessory. In the original arjo reacher rod is not detachable, whereas the reacher hook is connected to the reacher rod with a magnet, thus can be detached. In the investigated situation, the reacher hook was the part that fell and hit the patient¿s head. This situation happened during the installation of the maxi sky 440, before use the ceiling lift to transfer the patient. The arjo representative proposed the facility replacement of the reachers with arjo-approved ones. To sum up, arjo device itself was up to manufacturer¿s specification. Not arjo accessory was used with arjo product, thus it was deemed that arjo maxi sky 440 played the role in the investigated case. The device was not used to transfer the patient when the event occurred. The complaint decided to be reportable due to serious injury sustained by the patient as a consequence of reacher detachment.

Manufacturer narrative:
The investigation is ongoing. The results of the evaluation will be provided to the follow-up report.

Event description:
Following information reported, the incident occured during using maxi sky 440 portable ceiling lift with the reacher (accessory used to assemble the portable ceiling lift to the rail). The reacher fell on the patient's head. As a consequence patient sustained head injury (bleeding and stitches were required).